Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination in the sealed sterile packaging of a duploject. The pm was described as, ¿ice was inside of the sealed packaging of the dispenser¿. There was no patient involvement. No additional infusion is available.

Manufacturer narrative:
Additional information was added to d4, d9, h3, and h6. H11: the actual device and photographs of the sample were received for evaluation. The photographs were reviewed, and it was noted that there was the presence of melted droplets inside the primary packaging. A visual inspection of the actual sample was performed, and it was noted that there was no evidence of presence of ice or melted droplets inside the packaging. There is no sign of degradation of the primary packaging. This packaging is made of permeable material, where steam or other gases can pass through. The ice crystals do not indicate a breach in the sterile barrier. The ice crystals probably result from humidity during packaging which crystalized during freezing. It could also have happened during the packaging as any humidity inside the pouch would result in ice crystals after shock-freezing. The presence of ice is expected after the freezing process of the duploject product. Once removed from the storage location, the ice present in the primary packaging starts to melt and clear droplets can be observed. Process of manufacturing of the duploject product requires a permeable component to allow a complete sterilization of the product so that gases exchanges are expected. The reported condition was not verified as the customer reported problem was an expected product characteristic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.